Manufacturer narrative:
The reported anomaly was confirmed in the laboratory. Based on device settings the device was found to be below expected limits. No high current drain sources were found throughout testing. The original battery was returned to the vendor. An internal anomaly was found to be the cause of the premature battery depletion.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a routine follow-up, the device was found at end of life suddenly. Premature battery depletion suspected.